Event description:
It was reported that during a laser lithotripsy procedure for renal system stones, the fiber broke in the surgeon hand during use and burnt his finger. First aid was applied, and the procedure was complete with another fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber identified the device was broken in two pieces. A functional testing was performed with a versapulse console, and the error 67 (fiber expired! Connect new fiber and resume operation) was displayed. It is likely that procedural handling of the device during set-up and use contributed to the fiber body break. A partial body break or kink could have occurred during use and when it was inserted into the scope and fired it led to the fiber break which in turn led to the physician thumb being burned, leading to the reported event. The reported fiber break is confirmed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on review of all information available and analysis results, the investigation did not identify any abnormality in manufacturing or design from the risk review, conclusion code of cause traced to component failure and known inherent risk was assigned to this investigation. Burns are a known inherent risk of device use as stated in the instructions for use. Correction made to g1 MFR site facility name, MFR site address 1, MFR site address 2, MFR site city, MFR site state, MFR site zip/post code, MFR site country, MFR site phone.

Event description:
It was reported that during a laser lithotripsy procedure for renal system stones, the fiber broke in the surgeon hand during use and burnt his finger. First aid was applied, and the procedure was complete with another fiber. There were no patient complications.